Event description:
It was reported "after completion of iabp, the deflated balloon cannot be retracted into the dedicated sheath. It was necessary to extract the entire system, even with the risk of bleeding. When pulling out the balloon itself, it was necessary to use a lot of force even with the coaxial position of the balloon sheath, which can cause serious damage to the artery." Additional information states the patient was "discharged home."

Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. According to the reported event, it was reported that "after completion of iabp, the deflated balloon cannot be retracted into the dedicated sheath. It was necessary to extract the entire system, even with the risk of bleeding". Furthermore, the doctor stated that "when pulling out the balloon itself, it was necessary to use a lot of force even with the coaxial position of the balloon sheath, which can cause serious damage to the artery". This information indicates that the user attempted to withdraw the iabc bladder through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab removal difficulty is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. Additionally, according to the reported event, it was re-ported that "after completion of iabp, the deflated balloon cannot be retracted into the dedicated sheath. It was necessary to extract the entire system, even with the risk of bleeding". Furthermore, the doctor stated that "when pulling out the balloon itself, it was necessary to use a lot of force even with the coaxial position of the balloon sheath, which can cause serious damage to the artery". This information indicates that the user attempted to withdraw the iabc bladder through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after completion of iabp, the deflated balloon cannot be retracted into the dedicated sheath. It was necessary to extract the entire system, even with the risk of bleeding. When pulling out the balloon itself, it was necessary to use a lot of force even with the coaxial position of the balloon sheath, which can cause serious damage to the artery". Additional information states the patient was "discharged home".